Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the battery ¿went out¿ last year. The patient no longer had stimulation and their pain was getting worse. The pain had been occurring since the battery went out but had been worsening since then. The patient had an appointment scheduled for (B)(6) 2016 and wanted a manufacturer representative to be there.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the manufacturer representative had not been made aware of the situation and had no further information after checking with the clinic.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.